Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter, ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving a concentration of "15" of dilaudid at "3.5" via an implantable pump. It was reported the proximal segment of the catheter was replaced. It was noted the issue was resolved as of (B)(6) 2020.